Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported capsular contracture baker grade IV and rupture on a left side. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture/capsular contracture was received on (B)(6)2021 with lot number 2636832. Visual analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.